Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin and did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy.